Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer was not performing the air removal step, resulting in air bubbles being observed in the tubing and subsequent occlusion alarms. Tandem technical support advised customer to remove air from cartridge during load sequence; customer acknowledged. Customer's blood glucose level was 157 mg/dl.